Manufacturer narrative:
(B)(4) no electric current. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
Note: this report pertains to the first of two devices used during the same procedure on (B)(6) 2016. Refer to manufacturer report 3005099803-2016-02443 for the other associated device information. It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colon polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device failed to deliver electrical current. Upon inspection of the device, it was noted that the shaft near the handle appeared to be melting. The procedure was completed with a different device. There were no patient complications at the conclusion of this procedure and the patient was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the catheter kinked near the handle. The device passed the electrical test with a resistance of 12.2 ohms, which is within specification. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event; as a result the complaint could not be confirmed. A device history record (DHR) review was performed and no deviations were found.

Event description:
Note: this report pertains to the first of two devices used during the same procedure on (B)(6) 2016. Refer to manufacturer report 3005099803-2016-02443 for the other associated device information. It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colon polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device failed to deliver electrical current. Upon inspection of the device, it was noted that the shaft near the handle appeared to be melting. The procedure was completed with a different device. There were no patient complications at the conclusion of this procedure and the patient was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.